Manufacturer narrative:
.

Event description:
The customer questioned results for 4 patient samples tested for troponin t stat (short turn around time), cardiac t (troponin t stat). Based on the data provided, the results for 3 patient samples were erroneous and reported outside of the laboratory. Patients 1 & 2 were in the emergency room and patient 3 was an inpatient in the hospital. The erroneous results were reported outside of the laboratory. Patient 1 initial troponin t stat result from the e601 analyzer was 0.087 ng/ml. This result was reported outside of the laboratory where the emergency room staff questioned the result. The sample was repeated on a different e601 analyzer and the result was 0.01 ng/ml with a data flag. The sample was repeated again on the original e601 analyzer and the result was 0.097 ng/ml. The customer thinks the results from the other e601 analyzer are correct. Patient 2 (female with (B)(6)) initial troponin t stat result from the e601 analyzer was 0.094 ng/ml. This result was reported outside of the laboratory where the emergency room staff questioned the result. The sample was repeated on a different e601 analyzer and the result was 0.01 ng/ml with a data flag. The sample was repeated again on the original e601 analyzer and the result was 0.095 ng/ml. The customer thinks the results from the other e601 analyzer are correct. No adverse event occurred for patients 1 & 2. Patient 3 (female with (B)(6)) initial troponin t stat result from the e601 analyzer was 0.087 ng/ml. This result was reported outside of the laboratory. The sample was repeated on a different e601 analyzer and the result was 0.01 ng/ml with a data flag. The doctor was informed of the repeat result and was pleased the results were not elevated. The customer thinks the results from the other e601 analyzer are correct. No adverse event was reported for patient 3. The e601 analyzer serial number was (B)(4). The customer tried to recalibrate the troponin t stat reagent pack and received elevated calibration signals. The customer ran quality controls (qc) and level 1 was low and out of the acceptable range. The customer switched to a new reagent pack with the same lot number and calibrated it. Level 1 qc was high and out of the acceptable range. The customer also had qc recovery issues with pbnp. The customer calibrated twice and the signals were acceptable, however, qc was still unacceptable. Patient pbnp results were compared against another e601 analyzer and the results correlated well. The field service engineer visited the customer site and was unable to identify an issue. Analyzer performance testing indicated the instrument was operating within specifications. Precision testing produced acceptable results. Based on the available information, a reagent issue is likely since a recalibration of the reagent produced elevated calibration signals for troponin t stat.